Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital after receiving hv therapy, the device was unable to be interrogated with two different programmers. It was noted that the patient had undergone a CT scan 5 or 6 before the event. Interrogation was successful when only the wand was used and the rf antenna was removed. The interrogation confirmed appropriate device function and the patient will continue to be monitored normally.